Event description:
It was reported that the gantry moved without any command. No pt injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow up report will be issued when the investigation has been completed.